Event description:
It was reported that this 63 y/o female patient's left knee was revised. The initial procedure the implant became grossly loose. Patient was revised to a cc truliant femoral component with a stem. Patient was last known to be in stable condition following the event. No other patient information/medical history. Product not returning - implant was discarded during cleaning of instruments. X-ray attached. Unable to obtain photos.

Manufacturer narrative:
Section h10: (h3) pending evaluation (d10) concomitant device(s): (B)(6); 02-022-45-1515 - truliant tib fit tray cem sz 1.5f / 1.5t. (B)(6); 200-02-29 - three peg patella 29mm. (B)(6); 201-78-15 - holding pin mini sharp point 4 pk. (B)(6); 203-96-64 - sawblades ez1913.m62 90x19, 1.27mm strkr5/6/7. (B)(6); 521-78-23 - threaded pin size 2.3 collared 2pk. (B)(6); 521-78-31 - threaded pin size 2.6 collarless 2pk. (B)(6); 02-022-35-1509 - truliant tib imp ps insert sz 1.5, 9mm.

Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening. The extent and root cause of the femoral loosening could not be determined as the device was not returned for evaluation, and images were not provided.